Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery for a couple of weeks. Blood glucose value was 395 mg/dl; current reading is 125 mg/dl. Customer experienced frequent urination and was lethargic. Customer treated with manual injections. During troubleshoot; it was stated the drive support cap is recessed. Customer stated that the tubing seemed to have some air bubbles closest to the quick release. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. No error alarms found in the history and bolus history is accurate. Customer was advise to change the entire set, reservoir and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.